Manufacturer narrative:
(B)(4). The customer returned one swg for analysis. Visual analysis revealed that the core and coil wire was separated into two parts with the distal end including the distal weld of the guide wire not returned. Microscopic examination revealed that the point of separation was slightly pinched, indicating undue force contributed to the breakage. The proximal weld appeared to be full and spherical. The total length of the returned guide wire measured 580mm from the proximal tip which was where the separation point of the core wire was. Per the swg graphic drawing, the specification limits for the guide wire length were 678mm-688mm; therefore, approximately 98mm-108mm of the core wire had separated and was not returned for analysis. The guide wire outer diameter measured 0.805mm, which is not within the specification limits of 0.838mm-0.877mm per the swg graphic drawing. It cannot be determined if the customer reported a wrong finished good or if they returned the wrong guide wire. Dimensional inspection of the separated portion of the guidewire could not be performed as it was not returned for analysis. Functional inspection could not be performed due to the severity of the damage. A manual tug test confirmed that the proximal weld was secure and intact. A device history record review was performed on the reported batch and no relevant manufacturing issues were identified to suggest a manufacturing related issue. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The customer report that the guide wire was separated during use was confirmed through examination of the returned sample. The guide wire was observed to be separated from the distal end and the separated portion was not returned for evaluation. A device history record review was performed, and no relevant findings were identified. Based on the condition of the guide wire, the appearance seems consistent with damage due to unintentional use error; however, this cannot be officially confirmed without the separated portion of the guide wire also returned for analysis. In addition, the outer diameter of the guide wire did not match the specifications of the reported material, so it cannot be determined if the customer reported an incorrect finished good or if they returned the incorrect guide wire. Based on these circumstances, the probable root cause for this issue is undetermined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide was found separated prior to patient use in the clinical setting.

Event description:
It was reported the spring wire guide was found separated prior to patient use in the clinical setting.

Manufacturer narrative:
(B)(4).